Event description:
It was reported that the user experienced hyperglycemia while using the ilet with contact detach infusion sets and prefilled cartridges, with glucose readings rising from 206 mg/dl to 298 mg/dl after eating when elevated, then trending down to 219 mg/dl, 134 mg/dl, and later 90 mg/dl; the user changed infusion supplies once and insulin delivery was resumed, and additional infusion sets were requested. Symptoms included hyperglycemia without reported associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of the event details. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.